Manufacturer narrative:
It was reported that a broken syringe component was found within the surgical pack and the syringe component could not be used. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided and the reported problem/issue was confirmed - the tip of the syringe component was found to have broken off. No physical sample was returned. It is likely the syringe component was either damaged prior to placement in the surgical pack or it became damaged dur to rough handling of the surgical pack. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a broken syringe component was found within the surgical pack.